Event description:
It was reported that during the procedure, the radiopaque marker became loose and detached from the subject catheter. The physician attempted to retrieve the radiopaque marker which resulted it in navigating more distally and so the radiopaque marker was left in the m3 artery. The patient is deceased due to the infarcted area caused by the stroke and not due to the reported incident. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be bent and the marker band was seen to be detached from the catheter distal tip. The detached maker band was not returned. Functional inspection was not carried out due to the damage to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ro marker(s) detached/separated/not visible under fluoroscopy was confirmed during the analysis. The reported un-retrieved device fragments could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The catheter shaft was seen to be bent and the marker band was seen to be detached from the catheter distal tip. The detached piece was not returned. Therefore, the as reported event can be confirmed. The as reported event and analyzed damage of the ro marker(s) detached/separated/not visible under fluoroscopy, the reported event of an un-retrieved device fragments as well as the analyzed damage of the catheter shaft kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the radiopaque marker became loose and detached from the subject catheter. The physician attempted to retrieve the radiopaque marker which resulted it in navigating more distally and so the radiopaque marker was left in the m3 artery. The patient is deceased due to the infarcted area caused by the stroke and not due to the reported incident. No further information available.

Manufacturer narrative:
The device is not available to the manufacturer.